Manufacturer narrative:
This report is submitted on february 19, 2021.

Event description:
Per the clinic, the patient experienced skin overgrowth on the abutment, and was treated with topical steroid and antibiotic ointments. The implanted device remains.